Event description:
Customer's wife reported that customer passed away on (B)(6) 2014. Customer's cause of death was pneumonia. He passed away while in the hosp. Customer became ill on (B)(6) 2014 and was admitted to the hosp. After a few days at the hosp, customer was disconnected from the insulin pump and the hosp staff monitored his blood glucose until he passed away on (B)(6) 2014. Customer's wife stated that customer's blood glucose was all over the place when he passed away, but it was most likely in the 200 mg / dl range. The device is being returned for analysis. Nothing further reported

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the device was received with cracked case at the display window corner and cracked reservoir tube lip. The insulin pump was received without the original battery.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.